Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using cold fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Customer performed a supply change to address occlusion. Customer¿s blood glucose level was 356 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Additionally, insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.